Event description:
The returned device analysis noted that the lever was closed and the anterior foot was partially retracted. A posterior foot break was found during evaluation of the returned device. The detached foot was removed from the anatomy and was not returned. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material separation was confirmed. The reported needle to cuff miss cannot be confirmed due to missing components. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the cause of the reported difficulties cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. In this case it is possible the posterior needle struck the foot causing the foot to separate however this cannot be confirmed due to missing components. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.